Manufacturer narrative:
(B)(4). No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. (B)(4).

Event description:
During a follow-up, x-ray showed externalized conductors on the right ventricular lead. The electrical parameters were stable and in range. The lead was capped and replaced and the patient was stable.